Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported an impella cp was placed to support a patient admitted in with acute myocardial infarction complicated by cardiogenic shock. While on support, the impella was alarming "position unknown" and p-levels were decreased. Echocardiogram was completed and the doctor pulled the impella back. The correct position was verified. A company representative confirmed that anticoagulation remained off due to a stroke that occurred prior. There was a plan for a a repeat computed tomography of the patient¿s brain. At this time, the patient is still on support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Positioning issue: data logs review showed that there were position unknown alarms and suction alarms triggered during the case but resolved quickly. Product was not returned for review. The cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. The device passed all post sterile inspection checks.

Manufacturer narrative:
D6b, explant date, has been added.